Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was observed to be inaccurate shortly after loading a new cartridge. Customer's blood glucose level was 283 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, no additional information could be obtained.